Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: surgeon inserted the screw propeller and locked, impactor for pfna blade, when he wanted to take out the screw the propeller was broken, the hex head broke. The patient was not impacted, surgery was not delayed and the event did not require additional treatment. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions of the impactor have been checked as far as possible and found to be in compliance with the technical drawings and specification. The weld between the driving cap and the shaft is broken and therefore the handle got detached from the shaft. We suppose that a mechanical overloading situation led to this damage. The device met fully to our specifications when left our facilities.